Manufacturer narrative:
Batch review performed on 07 june 2021 : lot 181829: (B)(4) items manufactured and released on 11-jul-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had primary hip surgery on (B)(6) 2017. On (B)(6) 2020, the patient came in the patient came in reporting pain due to a loose stem (unknown cause). The surgeon revised the stem, head, and liner. Presently, on (B)(6) 2021, the patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.